Manufacturer narrative:
Updated: device evaluated by MFR, eval summary attached, method codes, results codes, conclusion codes, returned to MFR on, device returned to MFR, device available for eval device evaluated by MFR: the device was returned with a non-bsc stopcock attached. The unit components were visually examined for any damage or defect. It was noted the flex-cil was blocked with crystalized saline. The device was soaked in warm water to dissolve the crystalized saline before proceeding with functional testing. Functional testing: a test stopcock was used to functionally test the device. The device was prepped with 8ml of water and pressure was increased to 26atms 20 times and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause could not be confirmed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a gauge issue occurred. The 75% stenosed target lesion was located a calcified and moderately tortuous left anterior descending artery (lad). The physician used an advantage 26 inflation device to inflate an unspecified balloon and during inflation the increase of pressure gauge was slow. It was difficult to recognize the accurate pressure. The procedure was completed with another advantage 26 inflation device no patient complications were reported and the patient¿s status is good.

Event description:
It was reported that during a percutaneous coronary intervention, a gauge issue occurred. The 75% stenosed target lesion was located a calcified and moderately tortuous left anterior descending artery (lad). The physician used an advantage 26 inflation device to inflate an unspecified balloon and during inflation the increase of pressure gauge was slow. It was difficult to recognize the accurate pressure. The procedure was completed with another advantage 26 inflation device no patient complications were reported and the patient's status is good

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).